Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
Reported via patient call center. It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At the 45-day routine follow-up, transesophageal echocardiogram revealed the closure device was not in the correct placement. The physician discussed options with the patient, two of which were surgical intervention to remove the closure device, the third option was to leave the closure device with the risk for dislodgement. The patient also recently had cardiac catheterization performed for evaluation of clots around the closure device and arterial patency. No thrombi were visualized. The patient is on eliquis. It was further reported that the closure device had shifted proximal to the ostium of the laa with a leak under the fabric. The patient experienced no adverse effects and no intervention is currently planned.

Manufacturer narrative:
Bsc aware date used as event date is unknown

Event description:
Reported via patient call center it was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At the 45-day routine follow-up, transesophageal echocardiogram revealed the closure device was not in the correct placement. The physician discussed options with the patient, two of which were surgical intervention to remove the closure device, the third option was to leave the closure device with the risk for dislodgement. The patient also recently had cardiac catheterization performed for evaluation of clots around the closure device and arterial patency. No thrombi were visualized. The patient is on eliquis.